Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. The reported complaint of the thermogard xp system was set at 36°c, but the patient was cooled to 32°c was not confirmed during functional testing, and during review of the event log. No device malfunction was observed during the testing and the console performed as intended. During visual inspection, no physical damage was observed. During functional testing, no fault or error were observed. The event logs were reviewed, the patient target temperature was set at 37°c, and console managed to keep the patient at the target temperature with no problems. Unrelated to the reported complaint, the occurrence of error 4.16.29 on september (B)(6) 2020 was due to an incorrect shut down , likely due to user error. The console passed all testing criteria and meets performance specifications.

Event description:
During ivtm therapy, the thermogard xp system (serial#: (B)(4)) was set at 36°c, but the patient was cooled to 32°c. No additional information obtain from customer. No consequences, or impact to patient.